Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition before, during, and afterwards.

Event description:
New information noted the noise was over sensed.